Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient suffered a pericardial effusion. Surgical intervention was performed, and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.